Event description:
It was reported that the patient was admitted to an emergency room (ER) facility with a low oxygen saturation level and signs of possible overdose. The pump was interrogated, and the pump dose was reduced by 20%; the patient was then transferred to another hospital facility. The patient status at the time of the report was reported as alive-with injury. The pump was delivering morphine, clonidine, baclofen, and fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709 lot# l80322, implanted: 2000 (B)(6), product type catheter (B)(4).